Event description:
Additional information was received indicating all electrical anomalies were related the right atrial (ra) lead. No malfunction of the device was suspected.

Manufacturer narrative:
Correction: upon review, the implantable cardioverter defibrillator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Related manufacturer report number: 2017865-2022-05272. It was reported, the day following initial implant, far r oversensing, inappropriate mode switching, p-wave amp variation and an increased atrial capture threshold were noted on the device.. Technical support was contacted suspected a microdislodgement of the right atrial (ra) lead and recommended reprogramming to resolve the event. Diagnostic imaging was performed and no anomalies were noted. The device was reprogrammed. The patient was stable.